Event description:
Customer called to report that the unicel dxi 800 access immunoassay system displayed pack monitoring errors. The customer technical specialist (cts), via (B)(4), evaluated the issue and was able to determine that the errors occurred on reagent pipettors 3 and 4 only. The cts also noted that the errors only occurred on one particular frt4 (free thyroxine) reagent pack. Review of reagent inventories from customer's two dxi instruments showed that a frt4 reagent pack (lot #120126, serial number (B)(4)) was loaded and used on both instruments. Customer did not supply qc (quality control), calibration curves or system checks for review.

Manufacturer narrative:
The cause of the issue was due to customer's use of a shared reagent pack. The cts reviewed the importance of not sharing packs between instruments with customer. Customer acknowledged this information and stated that it would be reviewed with laboratory staff. Customer has not called back to report any further issues relating to this event. (B)(4). Customer did not request/require service